Manufacturer narrative:
Device was used for treatment, not diagnosis. The lot number was not reported. The UDI # is (B)(4). (B)(4). Expiration date= na. Lot number = ni. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without the lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A female consumer reported an event with bab clear spots 50s. The consumer reported her wound became infected. Consumer treated the infection with antibiotics. This is all the known information provided by the consumer.